Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: ic7090 had consistent low signal-to-noise ratio (snr) alarms affecting placement signal while operating pump (B)(4). Lt logs confirmed sub 2000 snr for the entirety of the case. The pump was moved over to ic9732 and the failure mode went away. Device analysis: ic7090 was returned for testing and the console's low snr was confirmed. Root cause: the optical signal issue was caused by a low snr optical bench which in turn intermittently lost placement signal as reported by the user. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during patient support, an impella cp pump experienced complications with the signal following activation of the planned percutaneous coronary intervention. It was documented that the aorta waveform overshot and a placement signal is unstable alarm appeared. Proper positioning was confirmed, and support was maintained with the implanted pump. There was no resulting patient harm.